Manufacturer narrative:
Dbs lead. Add'l model #3387. Implant date: (B)(6) 2010. (B)(6). (B)(4).

Event description:
It was reported that the pt experienced constant dystonic movements during lead placement surgery. At some point during the surgery and after the pt's left-side lead and extension had been implanted, the pt slipped in the stereotactic frame. This resulted in the malposition of the right-side lead. The malposition was confirmed by CT scan. The pt underwent a second lead placement surgery on (B)(6) 2010, using general anesthesia (to prevent dystonic movement). The initially implanted leads and extensions were removed at this time, and two new leads and two new extensions were successfully implanted. The implantable neurostimulator was also implanted during this surgery. Multiple adjustments were made and the pt's dystonic symptoms in the trunk improved. The pt experienced no negative medical side effects due to the initial event or subsequent surgery, other than "emotional distress." Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available. Add'l info from user facility report: pt experienced constant dystonic movement during stereotactic dbs electrode placement surgery. At some point during the surgery, the pt slipped in the stereotactic frame leading to mal-position of the right-sided electrode. Pt was immediately informed of the potential issue, and the mal-position was confirmed by CT scan. Pt required 2nd stereotactic dbs electrode placement surgery. This time the surgery was performed with general anesthesia (on (B)(6) 2010). The initial hardware was removed and new hardware was implanted. A kinetra neurostimulator was placed at the same time as the electrodes (on (B)(6) 2010). Other than emotional distress, the pt experience no negative medical side effects of the mal-positioned electrode (it was never turned on) or the second surgery.